Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door had failed due to an issue with latch assembly. A field service engineer removed and reapplied the grease to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a door failure and will not recover. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.